Event description:
The "angiocatch" was placed in the pt's forearm. The protocols were set and used .8cc/sec. The total volume of the syringe was 89 cc's. The dr stated that he placed the patch in the right proximity to the angiocath and there was not any tape over or under the patch. The dr started the injection and palpated the patch for the first 20 sec. The dr then left the room. The controller on the injector read "range ok". The pt did not complain until after the injection was over. The dr stated that the extravasation was under the patch and the pt had a swollen forearm. Pt had full range and motion of wrist and fingers. Pulse was good. Cold compresses were applied and the pt observed intermittently. Hand surgeon called for consult. The printout stated that the extravasation detection accessory was enabled for the whole injection.